Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-25. H6: investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, a damaged valve was observed through the injection port of the returned sample. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to the eto sterilization. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: MRI examination. Defective valve on the vein cannula. The contrast agent had gone out of the valve and leaked over the patient's arm. We tested the vein cannula afterwards and confirmed this. MRI examination. The patient's vein needle was defective. We ran a dynamic sequence, i.e. We take pictures while the contrast agent enters the vein. Therefore, this sequence cannot be run again if something goes wrong. The patient pressed the alarm balloon after the contrast agent was given, and we therefore had to cancel. The contrast agent had gone out of the valve and leaked over the patient's arm. Defective valve on the vein cannula. We tested the vein cannula afterwards and confirmed this.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: MRI examination. Defective valve on the vein cannula. The contrast agent had gone out of the valve and leaked over the patient's arm. We tested the vein cannula afterwards and confirmed this. MRI examination. The patient's vein needle was defective. We ran a dynamic sequence, i.e. We take pictures while the contrast agent enters the vein. Therefore, this sequence cannot be run again if something goes wrong. The patient pressed the alarm balloon after the contrast agent was given, and we therefore had to cancel. The contrast agent had gone out of the valve and leaked over the patient's arm. Defective valve on the vein cannula. We tested the vein cannula afterwards and confirmed this.